Event description:
It was reported that death occurred. A concomitant pulmonary vein isolation (pvi) / posterior wall (pw) ablation with left atrial appendage (laa) closure procedure was being performed. Farapulse was used for the ablation. Transesophageal echocardiography (tee) imaging noted there a small baseline pericardial effusion (pe) that remained unchanged throughout the entire procedure. A watchman trusteer access system (was) was inserted and used to deliver a 27mm watchman flx pro closure device and delivery system (wds) to the laa. The wds was deployed once, with no recaptures, and the closure device was implanted. Compression was an average of 30% with zero (0) shoulder at all angles. There were no complications intraprocedure and the procedure was concluded. A limited echocardiogram was performed prior the same-day patient discharge which was normal. The following morning post index procedure, the patient was found dead by his family in his home. Cause of death is unknown. In the physicians opinion, the death is likely related to the ablation portion of the procedure.